Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. A guidewire could be fully inserted into the lead without any difficulty. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of guidewire failure to advance was not confirmed.

Event description:
During the initial implant procedure, the guidewire could not be inserted into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.